Event description:
The port was originally placed by insertion of right-sided dual-lumen tunneled chest port, with catheter tip in the expected location of the cavoatrial junction. At the time the patient came to CT for a port check, the dual lumen powerport had been in place for over a month. The port was accessed with a power needle into lateral port. It was noted that there was brisk blood return and flushed easily prior to CT. When contrast was injected, the patient experienced a popping sensation and 8 of 10 pain. When patient was pulled out of the scanner, the site was red and edematous post 100 ml contrast injection at 2.5 ml/sec. The port was checked, and still had blood return and was flushed easily. A chest x-ray was ordered to check port placement. On evaluation, the port hub was noted as having ruptured (malfunctioning of the lateral reservoir), allowing the contrast to extravasate. In this case, the rubber/silicone diaphragm for the impacted lumen had been displaced/partially removed from the mediport body. As such, no proper seal was present in this lumen for the overlying diaphragm. Fluid was freely extravasating into the surrounding port pocket as a result of a poor seal. The breakdown could have been the result of a poorly sealed port diaphragm/reservoir, or less likely, as a result of an improperly placed/removed needle in the diaphragm. Contrast was extravasated, port needed to be replaced with patient having to undergo additional procedure under conscious sedation. Significant harm potential if port had extravasated chemo agent. Port malfunction and need for replacement also has the potential of disrupting patient¿s treatment cycle.